Event description:
A customer contacted beckman coulter inc. (Bec) in regards to erroneous reactive toxoplasma igg results generated by access 2 immunoassay analyzer for one pregnant inpatient. The result was reported out of the laboratory, and questioned by the physician. Repeat testing also produced reactive results, but subsequent testing by an alternate methodology produced non-reactive results. There was no report of death, injury, or change to patient treatment associated with this event. Information regarding the access 2 immunoassay analyzer is listed below: catalogue number: 81600n, serial number: (B)(4), date of manufacture: 10/23/2002, product code: jje, discrete photometric chemistry analyzer for clinical use, 510(k) number: k922823/a007.

Manufacturer narrative:
No sample collection or preparation information was supplied. Qc results before and after the event were within the established ranges. The customer sent two samples from the patient to beckman coulter for testing. The testing on the centrifuged samples at beckman coulter on (B)(6) 2012 produced non-reactive results and did not reproduce the customer's results. Investigation did not demonstrate a reagent issue. Root cause for this event could not be determined, but a pre-analytical step issue may be the root cause of this phenomenon. Beckman coulter recommends therefore to follow tube manufacturer instructions in term of clotting time, tube mixing (number of inversions when mixing blood), speed and g force when spinning. We would recommend to customer in case of similar issue, to transfer the sample from the original tube and re-centrifuged prior to re-test. If result remains the same, customers should send the samples as well as archive data file to beckman coulter for investigation.